Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unk_pump to mmt-1884 as per new additional information and updated in section b5 and d1/d2a/d2b and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary- it was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump. The customer reported a current blood glucose value of 400 mg/dl. The event involved product(s) mmt-1884, mmt-431ag, mmt-332a. Troubleshooting was performed and the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Later on, troubleshooting was declined for the high blood glucose/under delivery. The customer alleges the pump is under-delivering due to the infusion set falling off, but he put it back into the body. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-431ag. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No under delivery anomaly noted during testing. Successfully downloaded history files and traces using thump software. Successfully uploaded to carelink and generated reports. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The pump was received with minor scratches on lcd window and scratched case. In summary, the pump passed functional testing. Unable to verify customer alleged for possible delivery anomaly causing high bgs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump. The customer reported a current blood glucose value of 400 mg/dl. The event involved product(s) unk_ngp, mmt-431ag, mmt-332a. Troubleshooting was performed and the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Customer was not using the auto mode/smartguard feature at the time of the event. Later on, troubleshooting was declined for the high blood glucose/under delivery. The customer alleges the pump is under-delivering due to the infusion set falling off, but customer put it back into the body. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for mmt-431ag. No product return is required for mmt-332a.